Event description:
(B)(4). The device was implanted in the ob/gyn office with about 4 additional people including a representative by bayer I believe. It was a quick process and I was able to drive home afterwards. Unfortunately until recently I was unaware that the medical issues I experienced was a side effect of essure. I began having digestive problems within 2 years, including the removal of my bladder. My dr repeatedly said I didn't fit the mold of someone with such severe issues. My gall bladder was full of stones. I also was diagnosed with pre-diabetes which I never had issues with. I had become extremely anxious and had to begin taking a daily pill for that. My vision became worse over a span of 3 years. I gained about (B)(6) within a few years, and prior to the implants my weight was consistent. I begin to have severe pain in my joints, particularly in my knees and my hips. I had excruciating daily pain in my back and severe pains in my pelvic area during menstruation. My cycles were sporadic. I would have one for two weeks straight and it would be extremely heavy. Sometimes it would return a week later, then there were times I skipped a month or two and then it returned extremely heavy again. I would bleed through 2 super sized pads at a time and at times also with a tampon. I would have to change every hour. I begin to have golf ball sized clots that my dr couldn't figure out why. I consistently experienced numbness and tingling in my right arm and hand. I experienced the loss of teeth and an enormous amount of decay. Whereas before the essure implant I had healthy teeth and gums prior to this device. The brain fog I experienced was extremely scary. In my profession it created problems for me not remembering important information or the loss of words when communicating or presenting. My words at times would come out jumbled up and others could not make sense of what I was saying. For about 4 years I had extreme fatigue to the point where it felt as if my body literally shut down. This was a daily occurrence, multiple times a day. Yes, my insurance covered the cost of implanting this terrible device.